Event description:
It was reported that during the procedure; while positioning the right atrial (ra) lead, the helix was extended into the atrial muscle. However, upon adjusting its position, the lead could not be secured in the myocardium. An x-ray revealed that the lead had fractured. Consequently, the lead was removed and replaced with a new one. The procedure concluded without any adverse effects on the patient. The lead was not retained for return as it was surgically abandoned.

Manufacturer narrative:
Based on the information available, boston scientific has assigned an investigation conclusion of cause not established. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the procedure; while positioning the right atrial (ra) lead, the helix was extended into the atrial muscle. However, upon adjusting its position, the lead could not be secured in the myocardium. An x-ray revealed that the lead had fractured. Consequently, the lead was removed and replaced with a new one. The procedure concluded without any adverse effects on the patient. The lead was not retained for return as it was surgically abandoned.

Event description:
It was reported that during the procedure; while positioning the right atrial (ra) lead, the helix was extended into the atrial muscle. However, upon adjusting its position, the lead could not be secured in the myocardium. An x-ray revealed that the lead had fractured. Consequently, the lead was removed and replaced with a new one. The procedure concluded without any adverse effects on the patient. This lead was received for investigation. This supplemental report includes device technical analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present around the helix. Additionally, a fractured cathode conductor in the neck region of the lead, near the tip was observed. The helix was deformed and appeared to have been grabbed with a tool and cut. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.